Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported the patient experienced ineffective therapy (exact date is unknown) due to the ipg having become inoperable. The ipg was subsequently replaced on (B)(6) 2020. No reported complications were noted during the procedure. Post-surgery, the patient has therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.